Event description:
User stated she ran six proficiency material samples for troponin t on two analyzers and the results did not agree. No patient samples were involved. Sample 1 results: 0.060, 0.049, 0.066, 0.049, 0.067, 0.063 ng/ml. Sample 2 results: 0.7, 0.696, 0.687, 0.746, 0.807, 0.805 ng/ml. Sample 3 results: 1.76, 1.66, 1.75, 1.7, 2.09, 2.01 ng/ml. Sample 4 results: 3.26, 3.38, 3.20, 3.20, 3.92, 3.71 ng/ml. Sample 5 results: 4.89, 4.85, 5.05, 5.02, 5.61, 5.63 ng/ml. Sample 6 results: 6.36, 6.56, 6.49, 6.53, 7.65, 8.01 ng/ml. The field service representative determined the cause was the measuring cell and replaced it. Performance tests were performed.